Manufacturer narrative:
Initial.

Event description:
It was reported that a new ilet pump did not power on after several hours on the charging pad, with the pad indicator blinking rather than remaining solid; the user confirmed correct placement on the pad, absence of the belt clip during charging, and attempted a different outlet, consistent with a charging problem involving the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a power source problem consistent with a charging problem traced to the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.